Event description:
In a laparoscopic appendectomy procedure, after an ir45b reload had been fired via an i45 stapler, the jaws of the i45 could not be opened. The i45 was excised from the tissue, and the procedure was completed by means of another device.

Manufacturer narrative:
The returned i45 stapler was visually examined and functionally tested. The device met its specifications, successfully deploying staples and transecting the test medium via user input at the clamping and firing buttons. The ir45b reload was also visually examined and found to be without any damage. The root cause of the alleged malfunction could not be determined.